Event description:
A hospital in (B)(6) has reported that the opt318 optiflow junior interface is not connecting completely to the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint opt318 optiflow junior interface was not returned to fisher & paykel healthcare. It was discarded by the hospital and was not available for investigation. A lot check revealed no other complaints of this nature for lot number 121026. Without the return of the complaint device we were unable to confirm what had caused the problem as reported by the hospital. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides revolutionary step between low-flow oxygen therapy and CPAP. Our user instructions that accompany the product state the following: "under excessive load, the cannula may disconnect to prevent forces from being transferred to the patient. Ensure that all connections are secure during use." "Patient monitoring is recommended."